Event description:
Boston scientific was notified that during an event that the matrix standard-3dcoil tied in a knot, stretched, and broke off. Stretched loose coil stented and placed. No complications with the pt were reported to have occurred as a result of this event.